Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was seen on (B)(6) 2016 for follow-up and reprogramming. It was reported that the programming group was switched and stimulation was slightly increased. It was reported that the patient went home, had a sudden loss of efficacy and returned to the office an hour and a half later. It was reported that stimulation was on and impedances were good. It was reported that the left sub-thalmic nucleus was tested and side effects on the left side of the body were observed as amplitude was increased. It was also stated that side effects on the right side of the body were observed when testing the right sub-thalmic nucleus. It was reported that the healthcare professional changed lead configuration and side of hemisphere leads were in. It was stated that the healthcare professional checked in with the patient the day prior to this report and the patient was doing fine.